Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that approximately ten months following lasik procedure, a patient presented with a refractive overcorrection in the left eye, which required a lasik enhancement. Add'l info has been requested.